Manufacturer narrative:
Additional information is being requested from the field. This report will be updated upon any new information received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) out of range (oor) pace impedance measurements of greater than 2500 ohms. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that left ventricular (lv) loss of capture was found. The device was explanted and replaced. No additional adverse patient effects were reported.